Manufacturer narrative:
Follow up information received on 08-jan-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 09-jan-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the device broke at its extremity. The event, interpreted as device breakage (malfunction), is serious due to hospitalization. Initially it was considered unlisted in essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. During difficult insertions, single cases of device breakage have been reported. In this particular case, very limited information was provided. It was only informed that device broke at its extremity and there was difficulty on placement. Given the nature of the event, causality is assessed as related to essure use. Hospitalization was reported, so the case is regarded as incident. The performed ptc analysis concluded to unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 09-oct-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted and the device broke at its extremity, difficulty on placement. The event occurred on the week before this report. It was reported that the event was medically significant as hospitalization was required. No further information was provided. Follow-up received on 04-nov-2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to product quality issue and usability issue. (B)(4). Final assessment: when the complaint narrative states ...the device broke at its extremity... When describing a device event, it is difficult to determine the true nature and cause of the event unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. According to the dfmea, the most likely consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due a product quality issue. In addition, the ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. At this point in time no adverse events have been reported. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the device broke at its extremity. The event, interpreted as device breakage (malfunction), is serious due to hospitalization. Initially it was considered unlisted in essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. During difficult insertions, single cases of device breakage have been reported. In this particular case, very limited information was provided. It was only informed that device broke at its extremity and there was difficulty on placement. Given the nature of the event, causality is assessed as related to essure use. Hospitalization was reported, so the case is regarded as incident. The performed ptc analysis concluded to unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.